Manufacturer narrative:
Upon review of this customer issue, it was determined to be reportable as an MDR.

Event description:
Merge radsuite provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. Customer reported that the patient location of ER was not coming across the system. The ER worklists are filtered based on patient location. A prior study was retrieved and triggered an update to the location. As such, the ER study dropped off the ER examlist. This was determined to be a potential safety issue in the event images are not available for a diagnosis. It was discovered that the customer had an incorrect understanding of the merge software. The customer had assumed that the patient location was tracked at an encounter level, but the product does not have encounter driven workflow. No changes being made to the product. This issue is not a result of a defect or product labeling problems. (B)(4).